Manufacturer narrative:
The reagent lot number was requested, but was not provided. The field service engineer (fse) adjusted and replaced the sample probe and realigned the sample syringe flow control screw. The fse performed mechanical checks and verified that the system was working within specifications. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable glucose hk gen.3 assay result for one patient sample tested on a cobas 6000 c501 module. The initial result was 0 mg/dl. The repeat result was 84 mg/dl.